Event description:
Customer has requested review of ECG from recent deployment. Patient outcome was not reported

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue reported due to associated deployment.